Manufacturer narrative:
Date sent to the FDA: 07/31/2018 . Initial suture breakage malfunction events: 222 , initial suture breakage devices returned: 472 · 8 - use error caused or contributed to event · 423 - no device failure · 0 - manufacturing deficiency · 41 - unable to confirm complaint , initial needle breakage malfunction events: 7 initial needle breakage devices returned: 5 · 2 - use error caused or contributed to event · 2 - no device failure · 1 - manufacturing deficiency · 0 - unable to confirm complaint , initial needle pull off malfunction events: 126 , initial needle pull off devices returned: 250 · 6 - use error caused or contributed to event · 215 - no device failure · 14 - manufacturing deficiency · 15 - unable to confirm complaint . Follow up suture breakage malfunction events: 12 , follow up suture breakage devices returned: 25 · 3 - use error caused or contributed to event · 22 - no device failure · 0 - manufacturing deficiency · 0 - unable to confirm complaint , follow up needle breakage malfunction events: 1 follow up needle breakage devices returned: 1 · 1 - use error caused or contributed to event · 0 - no device failure · 0 - manufacturing deficiency · 0- unable to confirm complaint , follow up needle pull off malfunction events: 27 follow up needle pull off devices returned: 60 · 3 - use error caused or contributed to event · 57 - no device failure · 0 - manufacturing deficiency · 0 - unable to confirm complaint . All devices labeled for single use; 0 devices reprocessed and re-used , 0 remedial action . Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
This report summarizes 395 initial malfunction events, including 222 suture breakage, 7 needle breakage and 126 needle pull-off that occurred intraoperatively. It also summarizes 40 follow up malfunction events, including 12 suture breakage, 1 needle breakage and 27 needle pull-off that occurred intraoperatively.